Event description:
A peritoneal dialysis (pd) pt reported that during treatment his cycler alarmed for air detected in the cassette and there was fluid under the cycler. He was not certain where the fluid was coming from, but noted that the cassette compartment area was dry. The pt was advised to discontinue treatment and contact his pd nurse. Later follow up determined there were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.